Manufacturer narrative:
Reporter is a sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge for 2.0mm and 2.4mm screws was broken when picked up the tray from the sterile processing department (spd). There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: 5374055) was received at us cq. Upon visual inspection, the needle component was bent and broken off from the slider component. Thus the complaint was confirmed for the received device. Device failure/defect identified? Yes dimensional inspection: dimensional analysis was completed, the outer diameter of the needle shaft measured 1.21 mm. This is within the specification of 1.20 mm to 1.25 mm, based on drawing. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: the overall complaint was confirmed for the received device as the needle component was broken off. No definitive root cause could be determined based on the provided information.there was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number:319.006 synthes lot number: 5374055 supplier lot number: n/a release to warehouse date: 30nov2006 expiration date: n/a manufactured by synthes brandywine no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.